Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.